Manufacturer narrative:
Eval summary: product eval: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Replenish solutions is compounded in fwn in stainless steel tanks. (B)(4). Raw material testing is performed per requirements for all lens care products. All lens care product undergo microbial and chemistry in process and finished product testing. A review of the stability data for all replenish lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. All compounding, filling mbrs are subjected to 2 independent reviews. In addition, prior to product release, the following are reviewed: all chemistry and microbial finished product results, environmental, utility, bioburden records and sanitization records. The primary components (bottles and closures) are produced under controlled conditions and are double bagged and placed into shippers from the supplier. Those shippers and the components inside are sterilized prior to being sent to alcon. All incoming components are inspected by qa and are verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. Mfg areas are routinely monitored for environmental (temperature, humidity, air pressure, viable and nonviable). (B)(4). At this time no root cause can be determined. Additional info was requested (B)(4) 2011 and (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A optometrist reported 20 plus pts were diagnosed with keratitis following use of this product. Additional info has been requested.